Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to accumulation of fluid in the mastoid cavity on the implant site. The patient was reimplanted with another cochlear device during the same surgery.